Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that issue with o2 sensor occurred on servo-u devices.. Identification of issue has been done by analyzing problem description, service report and device's logs. Based on technician statement, the issue was not reproduced. In provided log files an alarm of low o2 concentration and o2 concentration range error has been found. Additionally, the capnostat sensor has been calibrated. No additional actions were taken. The part has not been returned for investigation. The root cause is impossible to define. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/01/2020; corrected manufacture date: 03/18/2020.

Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer ref. #: (B)(4).